Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump was displaying a "no cartridge detected" warning during the load cartridge step of the priming process. The reporter tried a different cartridge and the issue persisted. There was no reported patient impact associated with this alleged complaint; however, this complaint is being reported because the reported issue was not resolved with troubleshooting. A replacement pump was sent to the patient.

Manufacturer narrative:
Follow-up #1 date of submission 12/28/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box revealed several "no cartridge detected" warnings on the reported event date. The pump successfully booted up to the verify screen. The rewind step was performed and during the first "load" step attempt, the piston failed to detect the cartridge. The force sensor was found to fail the calibration test. There was contamination found on the force sensor plate. Unrelated to the complaint, evaluation revealed a dim/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, the contrast keypad button was intermittently responsive; the contrast button has no affect on insulin delivery function. There was evidence of contamination found under the key contacts when the keypad cover was removed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.